Event description:
In 2002, an 8-hole cable plate was implanted with eight, 4.5 mm, periarticular screws and one cable to treat a fracture. The plate was placed anteriorly on the fracture, proximal to a lateral femoral periarticular plate. Two months after cable plate was implanted, it pulled away from the bone. Three of the screws had broken. The patient states they did not fall and they limited their activity to protected weight bearing only. In 2003, the plate was replaced with a ten hole cable plate with numerous cables and screws.